Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implant on (B)(6) 2013 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient codes: 1695,1930,2240,3189 - surgical intervention. Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2016 due to recurrent hernia, infection and adhesions. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.